Event description:
One day after the patient was placed in the device,the nurse discovered it had ruptured.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.